Manufacturer narrative:
Method: review of mfg records was performed. Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusions: device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific crm received info from an implant form that this device and lead system were explanted due to infection. There were no adverse events reported following the explant procedure.